Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No weak battery alarm and no audio / vibrate anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had weak battery alarm and beeping anomaly on insulin pump. The customer's blood glucose was 118 mg/dl. Troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.